Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 02-dec-2022 h6: investigation summary our quality engineer inspected the representative samples submitted for evaluation. Bd received seven sealed 14g x 1.75in. Insyte autoguard units from lot number 1035260. A gross visual inspection of the retuned units did not identify any damage to the components. The units were functionally tested for needle retraction and all units successfully retracted. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in your report. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10

Event description:
It was reported by the customer that 15 bd insyte¿ autoguard¿ shielded IV catheter will not retract. The following information was provided by the initial reporter: customer believes they received a bad lot as they had 15ea so far from this order where the spring in them will not retract.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that 15 bd insyte¿ autoguard¿ shielded IV catheter will not retract. The following information was provided by the initial reporter: customer believes they received a bad lot as they had 15ea so far from this order where the spring in them will not retract.